Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced dka and was seen at the hospital. No further information was reported about the poor patch adhesion, the symptoms experienced, and the treatment received. Multiple attempts to contact the patient for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.